Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and ventricular connectors of the external pulse generator (epg) were damaged. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the output connector assembly was broken. Analysis also determined that the output connector nut was missing, one knob was damaged, the display wire was pinched (wire insulation not compromised), and the product needs a battery drawer shorting bar. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.